Event description:
Latitude alert for rv impedance out of range, automatic polarity switch to unipolar. Looking back over past year, impedances were noted to have been variable since about a year ago but not enough to cause concern until out of range impedance about 2 months ago. Patient was brought into office: provocative maneuvers done with rv lead in bipolar pace/sense configuration. Impedances started at 1300's ohms with no significant change with pulling, pushing, arm reaching, pocket manipulation. Did have impedance change with reaching left arm across chest to right, impedance dropped to 826 ohms and serial impedances at rest remained 800's ohms. No noise seen on rv lead with provocative maneuvers. From previous discussions with bsc tech services, appears to be spring contact issue with bsc generator and mdt leads. Manufacturer response for pacemaker, boston scientific l321 accolade el (per site reporter). Issue is related to using a bsc generator with competitor leads, spring contact issue. Change rv pace configuration to unipolar, mv sensor off and continue to monitor for further lead issues.